Manufacturer narrative:
It is noted that excessive activity and trauma influence devices and can affect premature device failure. There is no indication that there is a device related problem/malfunction, there is no allegation against any device. The most likely cause of the reported event is related to the trauma and impact when the patient fell. This device is used for treatment not diagnosis.

Event description:
The outcome was noted to be successful. Associated mfrs: 1038671-2017-00832, 1038671-2017-00834.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to patient falling and dislocating.